Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The transseptal puncture was straightforward without issue. A watchman access system was used to advance a 27mm watchman laa closure device. There were three full recaptures performed of the closure device prior to release. After successful implantation of the closure device, a sweep was performed which found a trace to small pericardial effusion posterior to the heart near the left ventricle. There was no pericardial effusion noted via echocardiography before or during the procedure. The patient was monitored for an additional twenty minutes in the catheterization lab after device deployment, with no change in the size of the pericardial effusion and no hemodynamic changes. The patient was remained stable and was discharged the next day.